Manufacturer narrative:
Evaluation of the returned smart coil revealed that the embolization coil was detached from its pusher assembly, and therefore, the complaint could not be confirmed. Evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, and the pull wire was retracted out of the ddt. This typically occurs during a successful detachment. Based on the returned condition, the root cause of the reported detachment issue could not be determined. Evaluation of the returned handle revealed that the device was functional. During the functional test, the handle was functionally tested on the handle test fixture and passed within specification. The handle was then used to detach a demonstration smart coil without an issue. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported detachment issue. This report is associated with MFR report number: 1.3005168196-2021-02337.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02337.

Event description:
The patient was undergoing a coil embolization procedure in the intracranial vessels using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.